Event description:
Caller reported that a malfunction occurred on the pump, but no significant events took place prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised that they could continue using the pump and to contact support if any issues reappear.